Event description:
It was reported that the concentric lesion was located in the proximal to mid right coronary artery (rca), which was mildly tortuous and had 90% stenosis. The lesion was pre-dilated and then an attempt was made to deploy the zeta stent; however, the zeta stent delivery system was unable to cross the lesion. There was some force applied pushing the device, in the attempt to cross the lesion and the proximal shaft separated. Reportedly, there were no patient effects. Though requested, no additional event or patient information was provided. Based on the analysis of the returned device, it was revealed that the proximal shaft (hypotube) was separated. Upon following up regarding the condition of the returned device, it was revealed that the issue was not a failure to inflate, but was a failure to advance. Resistance was used to advance the device and the proximal shaft separated.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with contrast visible on the balloon and on the stent implant, which is consistent with handling during the procedure. The stent was undamaged and stationary on the tightly folded balloon between the markers. The entire tip length was measured and met manufacturing criteria. However, due to the original reported information that the sds balloon was unable to inflate, functional testing to inflate the balloon was already performed, thereby deploying the stent. Therefore, measurements of the outer diameter (od) of the stent could not be taken. Although the od of the stent could not be measured, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system (sds) or the stent implant, interactions with other devices, and accessory device support. Reportedly, the lesion was mildly tortuous, mildly calcified and 90% stenosed, which likely contributed to the difficulties experienced. The analysis noted that the hypotube shaft including the jacket material was fractured and separated 72 cm distal to the strain relief tubing, confirming the reported damage. There were also three bends in the hypotube adjacent to the separation and a kink in the distal shaft, 1.3 cm distal to the guide wire exit notch. The fracture faces of the separation were ovaled, indicating that the hypotube had bent or kinked prior to fracturing. Both ends of the separated jacket material were jagged and stretched, which is usually a result of tensile overload (material stress/fatigue). Since there was no report of any damage observed to the sds prior to the procedure, this suggests that this damage likely occurred during or after the procedure. Kinks or bends in the shaft can lead to weakening of the sds material, such that subsequent application of force or further handling can cause a separation. In this case, an attempt to push the sds through tortuous and calcified lesion as resistance was encountered likely caused the shaft to bend/kink, fracture and ultimately separated as a result. It should be noted that the zeta instructions for use (IFU) warns: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the sds can potentially result in loss or damage to the stent and delivery system components. Based on the information received with this complaint and the analysis of the returned device, the reported failure to advance, shaft separation and bends/kink damage appears to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, all products are 100% visually inspected online for kinks, and a sampling of units is destructively tested to verify shaft integrity and tensile strength.